Event description:
Additional records were received for review. There was no immediate clotting, as previously reported. The first mention of thrombus was from approximately 2 years post implant. At that time the patient reported shortness of breath with edema. The tavr was noted to have moderate pannus/thrombus buildup. Patient's gradient and valve performance improved with medication. 3 years, 5 months post tavr echo showed increased gradient and thrombus had returned after it had resolved with medication previously. The valve was explanted and replaced with an aortic valve conduit two months later. The operative note at the time of explant states, ''enlarged aortic root, competent appearing tavr valve with some thrombus present on one leaflet (less than expected).''.

Manufacturer narrative:
Information was received by the patient registry team indicating the valve was successfully explanted and replaced with an aortic valve conduit. Field d6b was updated accordingly. Additional records have been requested.

Event description:
As reported, approximately 2 years, 1 month post successful viv tavr (within a pre-existing surgical valve) the patient called to discuss a problem with their implanted valve. The patient stated there was immediate clotting, including clotting on pannus around the ring. The patient is possibly getting an explant in 4-6 weeks. The patient is concerned about the product implanted and wants to talk to someone about this. Medical records were received. An echo performed approximately 1 year post valve implant showed no aortic regurgitation. The peak gradient was 20mmhg, mean gradient was 11mmhg. There was nothing that would explain why there would be immediate clotting on pannus around the ring. The last echo report seems to indicate the valve was functioning well and the gradients were within expected parameters.

Manufacturer narrative:
Corrected h.10 based on additional information received in medical records. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the clotting on the reported pannus around the 'ring' is unknown. The medical records provided do not provide any details that would explain why the patient would now have immediate clotting on the pannus around the ring approximately 2 years and 1 month after their tavr procedure. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the clotting on the reported pannus around the 'ring' is unknown. Attempts have been made to obtain additional information but, to date, no additional details have been provided. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported, approximately 2 years, 1 month post successful viv tavr (within a pre-existing surgical valve) the patient called to discuss a problem with their implanted valve. The patient stated there was immediate clotting, including clotting on pannus around the ring. The patient is possibly getting an explant in 4-6 weeks. The patient is concerned about the product implanted and wants to talk to someone about this. Multiple attempts were made to reach out to the patient for more information but no additional information has been received.